Event description:
Patient underwent an unknown procedure (B)(6) 2024. The straight daa broach handle was missing pin and not locking intraoperatively. There was no patient impact and no delay to surgery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: device is a custom device not distributed in the united states, but is similar to device marketed in the USA. (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "event details: straight daa broach handle missing pin and not locking intra op- no patient impact and no delay to surgery. Handle is at hospital waiting to be replaced and sent back" and "sri instrument: product code: apau200 straight daa broach handle batch code: enz010917". No evidence associated with this report was received for examination. However, the description of the complaint is consistent with previous complaints, and a failure mode has been assigned as wear and tear from normal use (with impaction). The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Without concrete evidence or further information, it is not possible to determine a specific root cause for the missing condition. The overall complaint was confirmed for the straight daa broach handle as the reported condition of the device is consistent with previous complaints. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information was received and states that: complaint review meeting determined issue is related to wear and tear. A design specification was included of a weld to reinforce the interface between top hat and slide pin. Issue recorded post-surgery; no patient harm was recorded.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, g1 (manufacturing site name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.